Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device failed the cutter insertion assessment and it had a drilled leg. During service/repair, it was determined that the cutter device could not be inserted due to a corroded and broken bearing. It was further determined that the drilled leg was consistent with excessive force. The assignable root causes were determined to be due to normal wear and excessive force. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterile processing, it was discovered that the craniotome device had loose bearings and was causing the bit device to not lock down. During in-house engineering evaluation, it was observed that the device failed the cutter insertion assessment and it had a drilled leg. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.